Event description:
It was reported that during the preparation of a hyperglide 4.0 x 10 mm tip system for a procedure involving a flow divertor, a balloon leak occurred. The procedure was intended to deflate the balloon to assist the stentbraid in expanding and apposing the vessel wall. The balloon leak was identified during preparation, and a new device was used. The patient had a medical history of headache with aneurysm, but no symptoms or complications were associated with this event. The patient outcome was reported as alive with no injury. Additional information received reported the balloon leak was during the preparation before the procedure (noted cause). The balloon was leaking fluid (saline and contrast). The balloon inflated and the physician found the fluid. The fluid leak was noted in the proximal end of the balloon. The preparation was following the instructions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.